Event description:
Additional information received from patient reported that she continued to have the electrical shocking sensation after changing from program 3 to 4 during her previous call. The amplitude was currently at .5. Patient confirmed she was able to turn therapy off and would monitor her shocking symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the device was still giving them shocks from time to time. Patient was able to sync with their ins and they verified stimulation was on and the amplitude was set at 1.0v. Patient was assisted in lowering amplitude to 0.1v where they could see the lower limit reached screen. Caller then reconnected to the ins and was able to lower the amplitude to 0.0v and verify that the ins was turned off. Patient confirmed they were not feeling shocks after lowering the amplitude and verified they would see their healthcare provider as soon as possible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient saw a healthcare professional (hcp) in (B)(6) 2017 because the device was not working. The hcp adjusted the device as it wasn¿t stimulating correctly. Since the adjustment, it still was not working and the patient still had leakage. The patient also experienced a shocking sensation at the battery location. It was noted the shocking lasted just a second and not very long. There was no rhythm to the shocking, the shocking comes and goes, at different times, and did not matter what the patient was doing. During the report, the patient was on program 3 and went to program 4. It was reported the patient had a bad back before the getting the device/therapy, and the patient was disabled, was home, and was not doing anything different at all.